Event description:
Medtronic received information that during implant of this 29 mm transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 23 mm non-medtronic balloon. The valve was deployed under ventricular pacing at 140 beats per minute (bpm). The valve dislodged after the first paddle was released, prior to withdrawing the delivery catheter system (dcs). With one of the commissural pad still attached, the valve was snared and pulled to the ascending aorta where it was deployed. The team elected to deploy a 34 mm transcatheter valve at a depth of 4 to 5 mm. The replacement valve was prepped and the load was fluoroscopically verified. An attempt was made to advance the replacement valve across the first, dislodged valve in the ascending aorta but there was significant interaction between the two devices. Using the left femoral sheath, a gooseneck snare was advanced to the ascending aorta. The dislodged valve was snared to hold it into position, and then the replacement valve inside the dcs was able to advance across with minimal interaction. The replacement valve was deployed under ventricular pacing at a rate of 140 bpm. No recaptures were required. Once the valve was release, the wire was retracted in order to centralize the nosecone of the dcs. The dcs was carefully withdrawn over the wire into the descending aorta. An echocardiogram was performed which identified trace aortic regurgitation. The mean gradient was 1 mmhg. Based on the cumulative angiographic, echocardiographic and hemodynamic findings, a post dilation was not necessary. The final implant depth was reported as 4 mm. Hemostasis was achieved and the patient was closed. The final arteriogram showed obstruction of the distal abdominal aorta, with sluggish flow in the bi-lateral iliofemoral arteries, distally. This was concerning for an aortic dissection. An ivus catheter was advanced around the iliac arteries and aorta, which confirmed a type 1 aortic dissection. The family was informed and the decision was made to proceed with an open surgical repair. The patient was placed on cardiopulmonary bypass. The two transcatheter valve were explanted. It was reported that the entry tear appeared to be in the ascending aorta. A 23 mm medtronic surgical valve was implanted. A 26 mm graft was sewed into the hemi arch and to the distal ascending aorta. The procedure was completed and the patient was transferred to the intensive care unit (ICU) in critical condition.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(4), ubd: 11-oct-2023, UDI#: (B)(4) product analysis: both valves were explanted and discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the explant valves were discarded by the facility, therefore no product analysis could be performed. Images were not received for medtronic to review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. And in this event, it was reported that the valve dislodged after the first paddle was released prior to withdrawing the dcs, with one of the commissural pads still attached. The valve dislodgement appears to have been the result of the dcs not releasing from the valve. This event does not allege a valve malfunction occurred. Vascular complications such as dissections and bleeding are listed in the device instructions for use (IFU) as potential adverse effects, and can occur during any percutaneous intervention. These events are typically related to patient factors (tortuous anatomy, calcification ,etc.), and/or procedural effects (sheath used, user technique, guidewire management, etc.). However, in the event description it was stated that prior to withdrawing the dcs, with one of the commissural pads still attached to the valve, the valve was snared and pulled to the ascending aorta. In addition, a gooseneck snare was used to advance to the ascending aorta in order to hold the dislodged valve in place so that the second valve could be crossed. Its unknown if during this process the user caused a dissection by snaring the valve with the dcs or by using the snare to hold the valve in place. Cardiovascular injuries, including dissection, are known potential adverse patient effects per the IFU, and may be impacted by many factors including the patient's pre-procedural condition, anatomical factors, in addition to procedural and device factors. Though use of a snare to reposition a valve after deployment is complete is not recommended per the IFU. The IFU states that, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ this indicates that the probable cause for the reported dissection is most likely due to the implanter snaring the valve with the dcs. Review of the device history record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does not indicate device manufacturing related malfunction, however does indicate a use related issue. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.